Manufacturer narrative:
(B)(4). Batch # n56k3h. The analysis found that one plee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired with the pan damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to become damaged. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a digestive surgery procedure, there was a malfunction. After placement of the second cartridge, the motor did not work anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.